Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device was explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 06/21/2024.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device was explanted.

Event description:
Healthcare professional reported, "rupture". This record is for the right side. Device was explanted.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: no observed openings on the device. As per the investigation procedure, creases, non-penetrating nicks, wear abrasion and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.